Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted, please reference the other medwatch report filed under patient identifier #(B)(4). Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. Unfortunately, the cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.10 months. Through follow-up with the health-care provider, additional information and a copy of the operative report for (B)(6) 2010, was received. However, the cause of death remains unknown. Per the operative report: "the patient tolerated the procedure well and was transferred to the intensive care unit in stable and satisfactory condition."